Manufacturer narrative:
The subject device is not returned to olympus yet. Olympus will investigate the subject device to determine the cause of this phenomenon when olympus receives it. Olympus also checked the device history record of the subject device, and there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the facility noticed abnormal sound from the contact between the patient plate and the patient's skin. There was serious burn at the patient's leg when the facility removed the patient plate from the patient. The facility completed the procedure with replacing the subject device to another device.